Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2025. Event occurred within three hours of insertion. The insertion site was the abdomen. Blood glucose level was displayed high at the time of the event due to which patient took assisstance from the hospital and got treated with intravenous (IV) and fluids. Patient was found positive for ketones level and ketone levels were found to be life-threatening. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.